Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low r-wave amplitudes and oversensing. Device data was sent to rhythmcare for review. This right ventricular (rv) lead was subsequently repositioned and remains in service. No additional adverse patient effects were reported.